Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 2 years, 21 days due to unknown reasons. The explanted valve was replaced with a 25mm 8300ab valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 2 years, 21 days due to endocarditis. The explanted valve was replaced with a 25mm 8300ab valve. Per pathology, explanted aortic valve was distorted with numerous acutely inflamed and necrotic vegetations consistent with endocarditis. Focally hyalinized and calcified deposits noted. This is a 68-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections: b5, h6 (component code, clinical code, device code, investigation findings and investigation conclusions).